Manufacturer narrative:
The insulin pump was returned for alleged under delivery found on (B)(6) 2020. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. No under delivery noted. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing 26.5 milivolts. The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In further full review of the device history on the event date of (B)(6) 2020 found bolus deliveries of 4.5 units at 1:08am, 4 units at 10:35am, 7.5 units at 3:22pm, 3.7 units at 8:01pm, and 2.7 units at 11:36pm. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Customers alleged under delivery not confirmed during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged that insulin pump was under delivering. Customer stated that they increased their basal rate for last 2 weeks but customer had not seen any decrease in blood glucose level. Customer stated that no damage happened to insulin pump. Insulin pump will returned for analysis.